Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00550.

Event description:
It was reported that patient underwent a right hip revision approximately 7 years post implantation due to elevated metal ion levels, in-vivo implant corrosion, altr, necrosis, bone loss, pain, synovitis and pseudotumor. There was black discoloration at the trunnion and bore of the femoral neck and femoral head, consistent with fretting, corrosion, or more likely of both. During the procedure, the locking ring did not move smoothly and was difficult to open for removal of the liner. The head, liner and locking ring were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting the patient was revised due to blood tests revealing elevated metal ion levels. Patient experiencing increasing pain. MRI demonstrated synovitis with rupture of the anterior capsule and secondary tissues. There was osteonecrosis around the periphery of the femur and the acetabular rim. Approximately 1cm of bone loss posteriorly along the previous posterior column of the acetabulum. The locking ring did not move smoothly and had to be revised. Corrosion was noted at the head-stem junction. Posterior pseudocapsule was very thick with avascular tissue below the external surface and surrounding the femur. Anterior superior pseudocapsular tissue was excised. The additional information does not change the final conclusions of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771100410 ¿ femoral stem ¿ 61870564, 00630505032 ¿ xlpe liner ¿ unknown lot, 00620205022 ¿ shell ¿ 61865815, 00625006525 ¿ bone screw ¿ 61801366. 00625006525 ¿ bone screw ¿ 61881602. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04651.

Event description:
It was reported patient underwent hip revision on unknown side approximately 6.5 years post implantation due to pain and symptoms of corrosion. The head, liner and locking ring components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.